Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 controller instrument, it was reported that the screen turned off when the power plug got disconnected. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the console turned off after the unit was plugged off. The customer did not provide information on whether the equipment was in use at the time symptoms occurred.

Manufacturer narrative:
Device evaluation:the reported issue that the screen turned off when the power plug got disconnected was verified during service. The service technician found a problem with the battery, causing the instrument to turn off when the external power was cut off. The issue was resolved by replacing the batteries: 2 for temporary use. The customer was informed that the battery replacement was necessary. Preventative maintenance was performed per specifications. The instrument was analysed by a field service technician within the facility. The instrument did not return to a medtronic facility for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.